Manufacturer narrative:
The suspect device has been received but an eval has not been performed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of this event. The device eval and reviews of the device history record as well as the product family complaint trend are in progress; results will be provided in a follow-up medwatch report.

Event description:
On sept 04, 2007, it was reported to boston scientific corporation that a colonoscopy procedure using a captiflex polypectomy snare was performed (pt age, gender, and weight unk). According to the complainant, the distal end of the snare loop detached; however, "no wire fell out in the pt." Reportedly, the physician used a second captiflex polypectomy snare to complete the procedure. At the conclusion of the procedure the pt's condition was reported as "fine.".